Manufacturer narrative:
Concomitant product(s): a 4568-53 lead, implanted: (B)(6) 2001. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a polarity switch occurred five months prior due to low impedance values on the right ventricular (rv) lead. The lead was reprogrammed back to bipolar and the lead monitor to monitor only. A lead warning has now occurred due to low impedance. The lead was reprogrammed to unipolar pacing and remains in use. No patient complications have been reported as a result of this event.